Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI. It had been two hours since the MRI. The hcp adjusted the dose of the pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: unknown, serial# : unknown, product type: catheter. (B)(4).